Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, device was returned for analysis. Longevity estimation and review of egms did not identify any anomalies.